Event description:
A patient that underwent a shunt operation has shown bad symptoms, thus the health care professional who is in charge of the patient continuously tries to reprogram shunt pressure from 30mmh2o to 160mmh2o. However, the reprogramming wasn¿t successful. The shunt is still implanted and shunt pressure is still 30mmh2o. The hcp thinks that the shunt is defective and wants the shunt replaced with a new one. The device is still implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.